Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause could not be determined. One 5fr triple lumen powerpicc solo catheter was returned for evaluation. An initial visual observation revealed a longitudinally aligned split near the 2 cm depth mark and biological residue was observed. All three lumens of the catheter were flushed with water using a 12 ml syringe and a leak was observed when flushing the white lumen near the 2 cm depth mark. A microscopic observation revealed the split was longitudinally aligned and the fracture surface was mostly smooth. The catheter appeared to be slightly flattened just distal to the split. These findings suggest the catheter could have been damaged by compression forces as observed in some securement techniques; however, without further evidence, the exact root cause is unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported triple lumen PICC found to be leaking. Upon removal and observation, hole at the 7cm mark. Patient had an extravasation of meds into arm and required the PICC to be removed and a new PICC inserted. No serious injuries.